Manufacturer narrative:
Film evaluation results are: the exact cause of the infolding could not be determined from the films provided. Complete CT¿s prior to implant were not available, and the anatomy could not be properly assessed, including the amount of aortic neck thrombus/calcification. Films during implant were also not available for review, and it is likely that the infolding occurred during the implant. A possible cause of the infolding has been shown to be stent graft oversizing; however, implanting a 32mm bifurcate into a 26 - 29mm diameter aortic neck would have correctly followed the IFU recommendation for proper oversizing (26 ¿ 28mm diameter aorta for a 32mm bifurcate).

Manufacturer narrative:
Corrected information: sex, date of birth. No eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for an endovascular treatment of a 4.9 cm in diameter abdonimal aortic aneurysm. The aortic neck diameter is 29 mm at the renal arteries, 28 mm in diameter above the aneurysm, the aortic neck length is 22 mm. It was reported that, a few days after the index procedure an x-ray revealed that there was infolding of the endurant ii stent graft bifurcate. The infolding was observed from directly below the radiopaque marker up to the middle of the aortic lumen. The event was not resolved. The physician believes that the event is device related. No clinical sequelae were reported and the patient is being monitored by their physician.